Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar coagulation failures to complete loss occurred during surgery. The cable was replaced, without response. During inspection, insulation failure was found on the black cable in the instrument tip, visible after bending the tip. Number of lives remaining 2. Tool has been used and reprocessed according to manufacturer's recommendations. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the black cable (cautery wire) was not fully broken (e.g., cable broken in half). The black insulation was stripped or damaged. The insulation was partially/slightly exposed, only detected when bending the tip of the tool. There were no signs of thermal damage at the site of breakage. No collision was observed during the procedure with any other instrument or tool.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components. Common causes of damaged insulation instrument conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.